Manufacturer narrative:
Allergan has initiated an investigation into this late report. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event as follows: method of use ¿ posology ¿ "juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported patient was injected to the nasolabial groove with juvéderm ultra¿ xc using the packaged 30g 1/2 needle. After 0.7ml was injected the "needle disarranged and remaining product was lost." It was additionally reported the needle "exploded". Physician then replaced the packaged needle with a 27g 1/2 needle and noted the probable cause is that the needle gauge was too small. No noted injury to patient or injecting physician.